Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one unopened sample that pertained to the product code j946h. During the visual inspection of the sample, an unknown foreign matter that appears to be a little piece of paper was found inside the overwrap packet. Based on the information currently available, foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Prior to the procedure, when the material arrived at the clinic, it was noticed a piece of paper inside the packaging. There were no adverse consequences to the patient. Upon evaluation of the returned device, an unknown foreign matter that appeared to be a little piece of paper was found inside the overwrap packet. No additional information was provided.